Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was give functional testing and device was found to meet with specifications. No product problems were found.

Event description:
The reporter stated the device was found in their facility labeled as "broken". No further information could be provided by reporter.